Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional follow up information has been requested and not yet received.

Event description:
It was reported that the patient implanted with these devices had expired. Upon a post-mortem interrogation no ventricular fibrillation or ventricular tachycardia episodes were seen. No complaints or allegations have been made, the device was implanted for less than 1 year.